Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6)2022 getinge became aware of the issue with powerled ii surgical light. As it was stated, the handle fell off. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury in case of event reoccurrence.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 5th december 2022, getinge became aware of the issue with powerled ii surgical light. As it was stated, the handle fell off. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury in case of event reoccurrence. Corrected b5 describe event and problem: on 5th december 2022, getinge became aware of the issue with powerled ii surgical light. As it was stated, the handle fell off. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury in case of event reoccurrence. Further information provided by getinge technician on 11th december 2022 indicated that hand piece fell during sterilization phase of the handle. Sterilization does not take place during procedure and during sterilization phase handle is removed from device. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as nothing fell off into sterile field or during procedure, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable. Initial information provided was pointing that handle fell off. Falling object into sterile field or during procedure is considered as a potentially reportable incident, therefore an incident was reported. After visiting the customer and performing an evaluation on the customer site the getinge employee informed that there was no falling object into the sterile field or during procedure. Therefore, the initial information that were considered to be reportable was determined to not occur. We have performed a root cause evaluation for the handle broken issue. The investigated customer product complaint did not cause risk to human life as situation did not occur during usage of the device but during handle sterilization phase. When the issue occurs, the device is not up to the manufacturer specification, usually after replacement of the component the device could return to normal use. After reviewing the information provided for the complaints investigated herein we have been able to establish that there is no significant complaint trend with this product and issue type. Complaint handler did not identify any apparent reason for suggesting to open a CAPA or evaluation for the need of another action in the market. It is not likely that it could lead to the serious injury or death when the malfunction reoccurs.

Event description:
On 5th december 2022, getinge became aware of the issue with powerled ii surgical light. As it was stated, the handle fell off. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury in case of event reoccurrence. Further information provided by getinge technician on 11th december 2022 indicated that hand piece fell during sterilization phase of the handle. Sterilization does not take place during procedure and during sterilization phase handle is removed from device. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as nothing fell off into sterile field or during procedure, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable.